Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Event description:
It was reported that the patient tubing was changed, leaking from anti-reflux connection side was found. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one sample was received in used conditions without its original packaging. Visual inspection results: the sample present damage in the luer connection which could cause the leakage reported. The complaint was confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent and no problems or issues were identified during this DHR review.